Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 1.1 failed to stay close. A field service engineer found that the hard stop for main cabinet drawer 1.1 had fallen off, located the hard stop and re-mounted it and discovered that the drawer had broken off the rail and could not be repaired. The engineer then replaced the drawer with a spare, performed a hardware test, and programmed the new drawer as drawer 1 under the storage space configuration to resolve the issue. Additionally, the field service engineer performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.